Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/28/2025 to 04/19/2025. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: 000319046913 event date of 27-jan-2025. On the primary svn#: 000319581263 event date of 17-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: 000319581263 event date of 17-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: 000319581263 event date of 17-apr-2025 and related svn#: 000319581219 event date of 16-apr-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 16-apr-2025 and 17-apr-2025 during bolus deliveries. Lostsensor1alert (780) was found on: 04/15/2025 11:20:00.000. Lostsensor2alert (781) was found on: 04/15/2025 11:36:00.000. Sensorexpiredalert (794) was found on: 04/15/2025 10:49:36.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 97 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Low battery alert was found on: 04/11/2025 22:20:00.000. Insert battery alarm was found on: 04/12/2025 04:57:51.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-apr-2025 at 23:39:59.000. There was no power data available for the date of 11-apr-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.25 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for no delivery alarm/insulin flow blocked alarm, possible over delivery anomaly and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported an insulin flow blocked alarm, there were differences between sensor glucose and blood glucose levels and the insulin delivery was suspended and also the insulin pump was over-delivering. The customer was treated with IV glucose, paramedics and emergency medical services were dispatched. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040ma. Troubleshooting was performed for the difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 19 mg/dl and the sensor glucose value of 162 mg/dl, the difference between sensor glucose and blood glucose values was beyond 30% limit. Troubleshooting was not performed; the event insulin flow blocked alarm was resolved in the past. Troubleshooting was performed for low blood glucose event; the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue to use the reservoir. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue to use the infusion set. Mmt-397a was requested and customer response was the device will be returned. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.